Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. A visual inspection was performed which revealed a separation between the dark blue female connector and the light blue main body. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
A4: weight: 58.9 kg. E1: initial reporter facility name: royal devon university healthcare nhs foundation trust exeter kidney unit should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The twist clamp would not unscrew correctly and came apart. This occurred during disconnection at the end of drain for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.